Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 16267487-2013-00144. It was reported, the patient's ((B)(6)) ipg was explanted and replaced due to allegations of an increased recharge burden and pocket heating while recharging. In an effort to resolve the latter, a new charging system was issued to the patient; however, the pocket heating persisted. Effective stimulation was recaptured for the patient following the replacement procedure, and the reported issues are now resolved.